Event description:
It was reported that small volume infusor leaked from its ¿luer lock-fill port connection.¿ this occurred after patient infusion of an unknown drug. The reporter stated that the distal luer lock was secured to the fill port after the infusion, and the drug solution remaining inside the pump leaked from this connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the device was returned for evaluation. Visual inspection identified a crack on the fill port. The cause was unable to be determined. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.